Event description:
Prior to use, the physician noted leakage from the syringe as soon as the syringe was filled with the saline solution. He used another syringe to complete the procedure. The syringe appeared normal within the package. No info where the leakage on the syringe noted. The leakage was noted prior to use and no coils were purged using this syringe.

Manufacturer narrative:
The product has been returned for eval and testing, however, the engineering eval is not yet complete. Additional info will be submitted within 30 days upon receipt.